Event description:
A customer reported a malfunction with their pump following a recent update. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump, ensuring it included updated software and clarified that the customer would have access to further software updates. They confirmed the shipping arrangements and instructed the customer on returning the defective pump, programming the replacement, and connecting their cgm. The customer acknowledged all instructions, including using a pre-paid label for the pump's return, and opted for a signature-required delivery. Customer reverted to an alternative method of insulin therapy.